Event description:
It was reported that a malfunction alarm occurred. There was no impact to the customer¿s blood glucose. During troubleshooting with (B)(4) technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.